Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed right ventricular (rv) pacing impedances between 1380 and 1900 ohms. All other lead diagnostics were normal and stable. The system will continue to be monitored. There were no adverse patient effects reported.